Manufacturer narrative:
On august 18, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was received. However, lot number was not visible. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, anomalies were observed on both views of the device, consistent with a crease/fold. A tear was also observed within a crease/fold on the posterior view, measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The reported date of implantation was before the device was manufactured. Hence, date of implant has been updated under field d6 as 9/12/2011 same as the lot manufacture date. Additional information will be submitted if received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent revision breast augmentation with a 525 cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number: 3506504; serial number: (B)(4) on the left side, and with catalog number: 3506504; serial number: (B)(4)on the right side on (B)(6) 2020.

Manufacturer narrative:
Per device received on august 18, 2020 and additional photo provided on september 17, 2020, the lot number has been updated to "6503414" under field d4 on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implantation was before the device was manufactured per mre completion, additional information will be submitted if received. Manufacturer¿s reference number: (B)(4).